Event description:
Per the report received from united kingdom a patient with a 3300 tf x 21 mm valve implanted in aortic position underwent a valve-in-valve (viv) intervention after an implant duration of approximately eight (8) years and six (6) months due to severe stenosis and moderate regurgitation. The patient presented with increasing shortness of breath over previous few months, short of breath on minimal exertion and fluid overload apparent of examination. A 23 mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was stable and was discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "(B)(6) 2016". Thus, (B)(6) 2016 was used to calculate the minimum implant duration. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including diabetes mellitus ii.